Manufacturer narrative:
The customer indicated on (B)(6) 2026, the surveillance monitor of the room 411f did not ring, during a bradycardia on a child. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the central station did not generate an alarm during and desaturation and bradycardia event for a pediatric patient. The screen turned blue but does not ring during the duration of bradycardia and desaturation. No additional information was provided; therefore, good faith efforts are being performed. The device was in use on a patient at the time of the event.